Manufacturer narrative:
As the patient was out of the country, no further information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported having symptoms. A description of the symptoms was not provided. Additionally, the patient indicated it appeared the device moved out of the pocket. No adverse patient effects were reported.